Manufacturer narrative:
Initial reporter occupation: manager. Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated autofill failure and gas loss in iab circuit alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer verified there was no blood in the helium tubing and that all lines and connections were free from kinking, secure, and appropriate. They reported that the patient was alert, oriented, and had been talking/walking, etc., and the iab had been in over a month. The getinge representative explained the nature of the alarm and that it was likely triggered by a combination of the aforementioned clinical factors. While on the phone, the iabp alarmed gas loss, then autofill failure again. Since it had gone off several times in the last 30 minutes, the customer went down on the augmentation by two bars. That seemed to have resolved the alarm for the moment, however, it was suggested they notify the provider as soon as possible. The getinge representative called back on (B)(6) 2023 at 4:47 am to check in with the customer. They reported one gas loss alarm since they spoke earlier and that the team was aware and were okay with the current situation. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.